Event description:
Event description guidant received information that the ventricular impedances were >3000 ohms and the patient had received an inappropriate shock. The lead was removed with a laser and during the removal procedure, the inner lumen was pulled out. The physician was able to retrieve the insulation portion by inserting a stylet into the remaining lead portion and tying a suture onto it. A fracture was noted near the is-1 terminal pin.